Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent tlif l4-l5 using rhbmp-2/acs, posterior instrumentation, and interbody device. Approximately 3 months post-op, on (B)(6) 2010, the patient presented with severe pain. MRI indicated that the implants were loose. Patient was diagnosed with spinal stenosis and migration of interbody implant. The patient underwent a revision surgery consisting of "impaction of cages and pedicle screws."